Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that MRI guidelines were requested. MRI not due to device or therapy. Patient has not used their system for a long time and patient's system has not worked in years. It was reviewed with the hcp issue of doing MRI scan when you cannot communicate with ins and that they need to make decision about whether they want to do the conditional head scan or not. No patient symptoms or complications were reported in this event.